Event description:
The patient¿s spouse reported the patient's blood glucose level rose to 261 mg/dL when the patient attempted a bolus. Reportedly the Pod did not deliver a bolus dose, displaying a system message ¿Total bolus 0 units - No bolus will be delivered at this time¿. It was also mentioned the insulin on board displayed (IOB) of 3.85-3.95 units. Additionally, the patient's spouse stated the patient gave themselves a bolus an hour previous. The patient was advised a system restriction was preventing an additional bolus to be administered at that time. There was no mention of treatment.

Manufacturer narrative:
According to our records, the device will not be available for investigation. Therefore, no investigation can be completed and Insulet considers this investigation closed. Based on the available information, we are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed and the product lot met all acceptance criteria. Locked Down Smartphone: LOCKDOWNOmnipod Software App Version: 4.0.2Operating System: N5004L-AM-Q-MV01602-06-01.06Hardware: N5004LPlease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.